Event description:
It was reported that an infection occurred. The lead was explanted and a temporary external pacing system was utilized until a new device system could be implanted. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4). Concomitant medical products: 6947m62, implantable tachy lead, implanted: (B)(6) 2013; d314trm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 1882tc, competitor implantable pacing lead, implanted (B)(6) 2009.